Event description:
It was reported that during a laparoscopic gastric bypass procedure, a piece broke off of the tip of the device. There was no patient consequence. The case was completed with another like device.